Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, occlusion was caused by blockage in the cartridge. Customer discontinued use of the pump and reverted to an alternate method of insulin therapy.